Manufacturer narrative:
The failure investigation has been completed, and the alleged cartridge alarm issues were verified but the fill estimate issue was not confirmed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 - 280 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that there were multiple cartridge alarms that occurred during insulin delivery. A replacement pump was sent to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer's husband helped them address their elevated bg with a manual dose injection and a correction bolus via the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.